Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and control recovery data provided was within specification. The alarm trace showed abnormal cell blank, low pressure in the vacuum tank, and sample short alarms. The field service engineer (fse) checked the sample and reagent probes, gear pump pressures, and rinse volumes, and performed a mechanical check successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable low urea/bun results for 3 patient samples on a cobas 8000 c702 module. Sample 1 had an initial result of 1.2 mg/dl. The sample was repeated on a siemens analyzer and the result was 41 mg/dl. Sample 2 had an initial result of 1.8 mg/dl. The sample was repeated on a siemens analyzer and the result was 28 mg/dl. Sample 3 had an initial result of 2.6 mg/dl. The sample was repeated on a siemens analyzer and the result was 62 mg/dl. No questionable results were reported outside of the laboratory.